Event description:
The patient reported, she had elevated blood glucose readings of "hi" and 364 mg/dl with a normal reading being 120 mg/dl. She said that when she removed her insulin infusion headset the cannula was "bent" in an "l" shape. She stated she felt thirsty and achy and corrected her blood glucose by changing her infusion set and giving herself injections of insulin. On follow up, the patient said she is doing fine. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.